Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion at th9-s2ai due to scoliosis. Intra-op, while performing posterior lumbar interbody fusion between l5/s, the cage was deeply inserted in the intervertebral disc space and it was in the state of backing out in anterior of the vertebral body, as confirmed later with the image. The doctor judged that there was no injury to the blood vessel etc., and the cage was indwelt in the patient¿s body without being removed; a cage of a bigger size was installed instead. The entrance of the intervertebral space was narrow and the inner part became widened slightly. Patient complications were reported as unknown.